Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 199 mg/dl. A correction bolus via the pump was delivered to address bg. A system check was performed and the cartridge tubing was found to appear fatigued and discolored. A cartridge change was performed resolving the issue.